Event description:
Customer reports that the base has missing contacts as well has melted plastic covering some contacts. No injuries reported. Requested return of suspect device and replacement was sent.